Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Twenty samples were received for evaluation. Visual inspection revealed the sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination. No damages nor other workmanship defects were detected. During functional testing, the sample was set for leak test using a hydrostat vessel. For the twenty samples received, only six samples were tested due to the confirmation of reported failure mode and a leak was detected escaping from the junction between the pump tube and the star tube in one of the analyzed samples. Therefore, the test was stopped, as this failure mode was confirmed. After the leak location this bonding was visual inspected, and delamination was detected. Occurrence for this failure condition could be caused by the operator not inserting tubing / components together quick enough causing solvent to dry before insertion; creating delamination. All mitigations placed were verified and it was confirmed all has been executed accordingly, therefore no corrective actions would be implemented. This failure condition will continue to be monitored for threshold or escalation. Also, production personnel were notified by the quality engineer as an awareness for the failure mode reported by customer.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop was leaking of fluid during the infusion. The leak was reported to happen when the patients were infusing. The event described to be close to the filter three incidents were reported with no harm to patients.